Event description:
The hcp reported that the patient developed fever, redness, sweling and pain of the device site. Cultures of the device pocket site were positive for staphlococcus aureus. It was also noted that the patient is wheelchair dependent and had developed severe tape allergic reaction and had scratched until bleeding of the wound occurred. The interestim system was removed and replaced with a new system at a different location. The patient was treated with oral and IV antibiotics and the infection is reported as resolved.